Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). There were lines on the display of the meter. The lines can impede the results field and prevent the results from being readable. A misinterpretation of results is possible, but no actual result misinterpretation occurred.

Manufacturer narrative:
No product was returned for investigation. Without this product to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was returned for investigation. The meter display was visually inspected and several black lines and spots were observed. The lines and spots do not affect the readability of the results. The result is clearly readable. The display was removed and replaced with a fully functional display assembly. Meter performed as expected with the exchanged display. The returned display assembly was found to be defective.